Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient, whose weight is unknown. According to the complainant, the jagwire was inserted into the cannula and advanced through the scope into the bile duct, however, when it was removed for the wire exchange, the distal coating was missing. The distal tip coating was flushed out of the papilla into the intestine. The physician indicated that the tip will pass naturally. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event.